Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that patient suffered serious injuries and damages. And will sustain past and future general and special damages, including past and future medical care and treatment, lost wages, and lost earning capacity. No additional information was provided.